Manufacturer narrative:
Additional information is being requested from the field. If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited pace impedance measurements of greater than 2,000 ohms. Additional information is being requested from the field. The device remains in service. No adverse patient effects were reported.